Event description:
It was reported that bd threaded lock cannula leaked during use. The following information was provided by the initial reporter: leakage occurred from a injection site. Customer suspects the cannula part was broken.

Manufacturer narrative:
H.6. Investigation: several photos and one used physical threaded lock sample were received. The sample was visually evaluated. No apparent molding defects were observed with the returned piece, which was from cavity 26. Damage was observed to both ears on the luer connection. Since the sample had been manipulated it is possible the observed small amount of damage to the luer ears were a result of user manipulation. It is unclear whether that is related to the reported leakage issue. The sample was forwarded to bd sandy for evaluation to confirm whether any molding defects were present. Upon visual examination, no defects were observed to the cannula. It was also determined that the cavity number for the sample is 26. Minor damage was observed to the luer threads indicative of being mated to a male luer lock device. The part was assembled with an interlink connecter in the large threaded end and leak tested with air at 8 psi under water per qcge-184 version c. No evidence of leakage was observed. The defect of leakage could not be confirmed and there is no physical nonconformity in the part that would cause leakage. The DHR for sublot number 8156644 has been reviewed. No related quality issues or process deviations were noted.

Event description:
It was reported that bd threaded lock cannula leaked during use. The following information was provided by the initial reporter: leakage occurred from a injection site. Customer suspects the cannula part was broken.

Manufacturer narrative:
The following fields have been updated with additional information: f.10. Device codes: 1069.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd threaded lock cannula leaked during use. The following information was provided by the initial reporter: leakage occurred from a injection site. Customer suspects the cannula part was broken.